Event description:
It was reported that during the introduction of the introducer catheter in the right inner jugular vein, they noted the dislodgement of the distal marker (for almost 30 cm) across the introducer catheter. Notwithstanding this problem, the operator was able to recover the caval filter and during the cannula removal, he removed also the marker.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The sample has not been returned to date. The result of the investigation is inconclusive and the root cause is unk. It is unk if pt or procedural factors contributed to this event. The current IFU (info for use) for this device states: procedural instructions: pre-dilate the accessed vessel with a 12 f dilator.